Event description:
During a cardiac cath procedure, patient went into decompensated supraventricular tachycardia. Attempted to cardiovert with the lifepak 12 using the paddles. Machine stated it was charged but did not shock from paddles. Again charged and attempted to discharge from the machine without success. Attempted two more times. Adenosine given without success. CPR begun (lasting approximately 15 seconds) and second lifepak 12 tried and able to charge and shock with the second machine. The lifepak 12 defibrillator/monitor is a semiautomatic defibrillator that uses a patented shock advisory system. This software algorithm analyzes the patient's electrocardiographic (ECG) rhythm and indicates whether or not it detects a shockable rhythm. The lifepak 12 defibrillator/monitor in AED mode requires operator interaction in order to defibrillate the patient.the lifepak 12 defibrillator/monitor in AED mode is intended for use by personnel who are authorized by a physician/medical director and have, at a minimum, the following skills and training:CPR training.AED training equivalent to that recommended by the american heart association.training in the use of the lifepak 12 defibrillator/monitor in AED mode.